Event description:
It was reported that the physio-control loaner device could no longer power on. There was no patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control replaced the power pcb assembly and the battery charger pcb assembly. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio-control further evaluated the removed power pcb assembly and the battery charger assembly. Physio determined that the cause of the reported issue was that a diode, designator cr12, and an inductor, designator l3, had broken off of the power pcb assembly. The removed battery charge assembly was an ancillary part and there was no failure of this assembly.